Event description:
Patient complained of shortness of breath while on ventilator. Ventilator checked and found to be not functioning. Ventilator removed and another ventilator applied. Within 30 minutes, the new ventilator began alarming. Patinet was lethargic and hypotensive. Second ventilator was replaced. Patient was transported to emergency department per physcian order. Was evaluated and returned to ecf. Both ventilators were sent to distributor for evaluationdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: manufacturer. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: mechanical problem, none or unknown, valve - pressure limit. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.